Event description:
A hospital in (B)(6) reported that ten rt235 breathing circuits have failed the ventilator leak test. This was found before pt use.

Manufacturer narrative:
(B)(4). Method: two complaint breathing circuits were received. The lot number for one device was 100506. The second device lot number was 100310. Both devices were pressure tested and submerged in a waterbath to test for leaks. Results: the pressure for both devices was out of specification for this product. The waterbath test identified a leak around the swivel in both breathing circuits. A lot check revealed no other complaints of this nature for lot number 100506. The lot check revealed 2 other complaints of this nature for lot number 100310. Conclusion: the two parts that make up the y-swivel are held together by a snap-fit, which has some inherent leakage that is detected and compensated for by the ventilator. It is possible that if not properly locked into place, the leak between the swivel joint was enhanced during transport or setup despite having passed the leak test at the time of production. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production. (B)(4).